Event description:
The customer reported that the probe of the ortho provue analyzer leaked fluid during testing. The customer did not know whether any error messages were posted or whether samples/reagents were contaminated at the time of the incident. Probe issues may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
No possible root cause was determined regarding how the probe became bent. An ocd field engineer visited the customer site, replaced the probe and performed the necessary adjustments to return the instrument to expected operation. Qc testing passed. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4).